Event description:
No pump was returned for evaluation so the complaint could not be confirmed or refuted. An internal CAPA was opened to investigate this issue. A DHR review was conducted and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. No actions required at this time since the pump was not returned and the complaint was not confirmed or refuted.

Event description:
The following has been reported: reported/incident date: reported: on (B)(6) 2024 incident: on (B)(6) 2024. Office location: (B)(6) type of alarm: pump problem service needed pump infusing? No patient harm? No hard power reset? Yes, result of power reset? No change other notes: pump cleaned and pins allowed to soak with alcohol for >30 minutes. Attempted to run test infusion. Continued to have pump problem service needed alarm with red lights on both channels. A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 1) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.